Event description:
During verification testing at the service center, the device alarmed with a whitescreen error.

Manufacturer narrative:
During testing, a whitescreen error was displayed and the device sounded an audible alarm from the secondary beeper. This was due to a software error. This report represents all the information known by the reporter upon query by hospira personnel.